Event description:
It was reported that six months post stent implant, a spiral fracture was identified. Patient status is unknown.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).